Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample or lot number a thorough eval could not be performed. However, based on the information provided by the reporting facility, it was stated that the product was being used with needles in place of the safeline cannula. Per the instructions for use (IFU), the safeline injection site is intended to be used with the b. Braun safeline system. The septum of the safeline injection site contains a pre-pierced slit and is designed to be used with a safeline cannula. The safeline cannula is to be inserted to the appropriate device through the center of the septum. This device is not intended to be used with a needle. Medication additions requiring a conventional needle should be used in emergency situations only. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports that nuclear medicine dept reports that product is leaking, but nothing specific. During a follow-up call to (B)(6) from the nuclear medicine dept at the reporting facility, she confirmed there was no injury or intervention needed to the pt or staff as a result of this incident. Stated needles were being used in place of the safeline cannula because the amount of medicine used in the procedures was very minimal. She also stated a difference was noted in the new style of septums and that leaking started when using the new style. No sample will be returned for eval.